Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer.

Event description:
It was reported that the patient underwent a procedure for implant of artificial disc at c6-c7. At 56 months post-op, cervical MRI and CT revealed anterior movement of the c7 screw. At 91 months post-op, radiographs showed the c7 screw not significantly changed from the previous studies. No additional information was provided.